Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that during gemcitabine and docetaxel bladder instillations, a 14 fr foley silicone catheter was inserted without difficulty and the bladder was drained. When the balloon was to be inflated, sterile water could not be instilled. Two attempts were made, but both were unsuccessful. The patient was informed that the catheter would need to be replaced in order to proceed with treatment. The catheter was removed and replaced with a second 14 fr silicone foley catheter; however, the same issue occurred and the balloon again could not be inflated. With the patient¿s consent, a third catheter from a different lot number was opened and inserted. The balloon inflated appropriately, and the procedure proceeded as planned. The two previous catheters were removed and set aside for evaluation. The writer attempted to inflate the balloon, and after six trials, the balloon eventually began to inflate.